Event description:
It was reported that this pacemaker exhibited atrial oversensing that led to inappropriate atrial tachy response (atr) mode switches episodes. Technical services (ts) reviewed the stored episode and identified far-field oversensing (ffos) observed at times, resulting in mode switching. Ts discussed that the oversensing may be related to sensing and blanking parameters, in-office evaluation was recommended, including reprogramming adjustment of atrial sensing and blanking parameters. No adverse patient effects were reported. This pacemaker remains in service.